Manufacturer narrative:
No vibration during the self-test due to broken vibrator red wire. Insulin pump passed the displacement test. Insulin pump had cracked case at display window corners, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had vibrate anomaly. Customer¿s blood glucose was 191mg/dl at time of incident. Customer mentioned that insulin pump was neither beeping nor vibrate currently. Customer performed self test and vibrate test. Pump did not vibrate during vibrate test. Customer advised to revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.